Event description:
It was reported that the customer was hospitalized twice for high blood glucose levels (714 mg/dl), and diabetic ketoacidosis. Customer was treated with an insulin drip and saline. Customer uses humalog and changes cartridge and infusion set every 3 days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.